Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to insulation issue. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported.